Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection at the sensor insertion site. According to the user, she rubbed her arm against a wall and then noticed a "wet" sensation. Upon checking the site and applying pressure, a significant amount of pus was discharged from the incision, and the incision site opened. The user stated that prior to this event, the insertion site had already been warm and swollen. The user became aware of the infection on (B)(6) 2025; however, symptoms of warmth and swelling had been present since the first week following insertion. The date the issue occurred will be defaulted to (B)(6) 2025. No other infections were reported.the user informed her hcp of the event and has an appointment scheduled to receive antibiotics. Prior to notifying the hcp, the user reported self-treating with amoxicillin obtained from a previous infection unrelated to the eversense system.per dms, the user has not been using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site. According to the user, she rubbed her arm against a wall, then something felt "wet" and when she checked the site and pushed on it, a lot of pus came out of the incision and the incision site opened, and prior to the event the site was already feeling warm and swollen.the user was made aware of the infection on (B)(6) 2025, but the symptoms of warmness and swelling had been happening since the first week after the insertion. Date when issue happened will be defaulted to (B)(6) 2025. No other infections were reported.user made the hcp aware of the event and has an appointment to get antibiotics. Prior to making the hcp aware, the user explained that she already had amoxicilin, antibiotics, and she was treating herself with it, which she obtained from a previous infection not related to the eversense system.per dms, user is not using the system since (B)(6) 2025.